Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material remained in the light guide connector and the adapter frame, since the facility returned the device to olympus without performing/completing reprocessing. The events can be detected and prevented in accordance with the following sections of the instructions for use: "chapter 6 application and conditions of cleaning, disinfection, and sterilization." "Chapter 7 cleaning, disinfection, and sterilization procedures." 'Chapter 8 combination with cleaning and disinfection equipment." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited foreign objects in the light guide connector and adaptor wireless access kit. There were no reports of patient involvement.